Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint.

Event description:
On (B)(6) 2021 customer reported two cue negative results (cartridge sn:(B)(4)) on cartridge lot 20845f using reader sn:(B)(4). A few hours later customer received a positive pcr result (from a sample taken a few hours before the cue tests). Customer had symptoms and had been in contact with her husband that was covid positive. Cartridges were stored within the specified temperature range and no medical attention was needed. On (B)(6) 2021 customer got a positive cue result.